Event description:
It was reported that the extension tubing connector was unable to engaged firmly. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2538 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).